Event description:
It was reported the patient was not receiving good treatment or coverage since 2008. The ipg was replaced due to suspected battery depletion. The patient had a surgical lead which was not removed. The extensions were not removed. Two new percutaneous leads were placed above the surgical leads. High impedance was noted on the electrodes that worked to cover the patient's pain area. Following the addition of the two leads the patient was getting 100% coverage. The old lead was not being used and was not connected to anything. There was no plan to remove the old lead due to the invasiveness of the procedure. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis results revealed - the output nad telemetry were ok. The device failed the automated test console, it was not in new condition. The device was near assumed normal end of life. No significant anomalies were found.